Manufacturer narrative:
10/13/1998-supplemental report sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a transverse colectomy procedure. Reportedly, the anchor block broke. The surgeon applied another instrument to complete the procedure. The hospital has reported no pt injury occurred.